Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not hear the low power alert and went to sleep when the pump shutdown. The customer woke up with an elevated blood glucose around 420 mg/dl, administered a manual injection, and was admitted into hospital afterwards on (B)(6) 2016. The customer was treated with insulin drip at the hospital and was released on (B)(6) 016. Recommendation was made to check the battery level prior to going to sleep.